Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified subclavian artery. A 3.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. Microscopic inspection revealed a pinhole leak 2mm distal from the proximal marker band and tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified subclavian artery. A 3.0mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.